Manufacturer narrative:
Additional information: h6 (update codes), h11. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump underinfused during infusion. The pump alarmed that the infusion was complete for phenobarbital. When looking at the syringe, 0.5 ml remained in the tube of the 0.91 ml. This occurred during delivery in the neonatal ICU department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.